Event description:
IV start kits have a tegaderm dressing that staff are having trouble removing from packaging. The tegaderm is wrinkled and unusable. No patient harm but necessitating gathering other sets to get necessary dressing.